Manufacturer narrative:
(B)(4).

Event description:
During the procedure, it was reported there was a temperature cut-off. No impedance rise/fall. No massive temperature rise/fall. No noise on catheter signals. It was reported the physician noticed charring after taking the catheter out of the patient. The procedure was completed without any patient consequences.